Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose level was 454 mg/dl at the time of the incident and current blood glucose level was 276 mg/dl. The customer had symptoms such as threw up badly, started menses and dehydration. The customer was treated 6 units of insulin manual injection. The customer stated that there were three air bubbles long bubble near pump. The customer also stated that the insulin exited during priming. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer declined to check the settings. The insulin the pump will not be returned for analysis.